Event description:
It was reported that balloon rupture occurred. The patient was presented with chronic limb-threatening ischemia and underwent endovascular therapy. The 100% stenosed target lesion was located in moderately tortuous and severely calcified artery below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries were reported and the patient was in good condition post procedure.